Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The device was found to meet specifications related to the reported complaint. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced electric shock specified as a ¿feeling of jolt¿ all over the body while connected to a homechoice cycler. It was further stated that the episodes have been going on for a few days now. No signs of burns or other injuries were observed on the patient. It was also reported that the patient's body kept passing electric current to the people and to the bed. The patient was not hospitalized and there was no medical intervention associated with this event. The machine was plugged into a grounded outlet and no defects noted on the power cord. There was no moisture on or around the machine and no leaks were detected. The patient reported that dialysis was ¿interrupt in 2 days¿ and the patient underwent dialysis using an unspecified replacement cycler with no further issues. No additional information is available.